Manufacturer narrative:
The mcs instrument involved with this event has been returned and evaluated. Failure analysis was able to confirm the customer reported complaint. The instrument was found to have a broken tube extension at the distal end and was returned with a broken piece. However, the instrument was still missing approximately 0.136" x 0.280" of the tube extension. The known common cause of this failure is due to mishandling/misuse. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted surgical procedure, the surgical staff noticed that the shaft of the mcs instrument had a missing piece. The site is uncertain if the patient retained the broken fragment. While it was concluded that the damage to the instrument was due to mishandling and misuse, the location of the broken fragment is unknown.

Event description:
"It was reported that after completion of a da vinci-assisted prostatectomy procedure, as the customer removed the tip cover accessory from the monopolar curved scissors (mcs) instrument, a missing piece from the proximal end of the shaft was noted. The customer attempted to locate the missing fragment but was not able to find it. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was stated that no medical intervention was rendered to look for the alleged missing fragment. The planned primary surgical procedure was successfully completed and there were no intra-operative complications experienced by the patient. Furthermore, it was confirmed that there were no collision of instruments, instruments were inspected prior to use, and the wrists were straightened when the instruments were removed."